Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.0.1 cloud - smartphone operating system up1a.231005.007.s911usqs5cxjx cloud - smartphone hardware sm-s911u cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 55 mg/dl. For treatment, the patient states fluids, monitored overnight to ensure she would eat. The pod was worn on the hip/buttocks. The patient was discharged after 1 day.